Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to noise while the patient was sleeping. The noise could be recreated while the patient was in the same position, so it was believed the noise was a movement artifact. The shock impedance was 125 ohms with therapy. Technical services (ts) was contacted, and ts discussed programming options. This s-ICD system was later explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to noise while the patient was sleeping. The noise could be recreated while the patient was in the same position, so it was believed the noise was a movement artifact. The shock impedance was 125 ohms with therapy. Technical services (ts) was contacted, and ts discussed programming options. This s-ICD system was later explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.